Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced sensor glucose versus blood glucose differences with threshold suspend. Customer's sensor glucose was 40 and blood glucose was 340 mg/dl. Customer reported that when sensor was removed, cannula was bent. Customer was not able to continue troubleshooting due to needing to go back to work. Customer would will remove sensor for a couple of hours.